Event description:
At the time of the revision surgery, (B)(6) 2021, the lead was replaced to restore therapy. During the revision, the sensor tip was found to have separated from the lead body and to have migrated after separation. The physician determined that retrieving the sensor tip would expose the patient to greater risk and decided to leave the sensor tip behind in the patient. The revision surgery restored therapy and the issue is now resolved.